Event description:
It was reported that a small volume folfusor leaked. This was noted prior to patient use. The reporter stated that there was solution in the device's overpouch. The device was filled with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 21, 2014 - june 22, 2014. The device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit due to an untightened blue winged luer cap. The device was then refilled with colored water, its luer cap was hand tightened, and the unit was monitored for leakage until the next day. No signs of leakage were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.